Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode upon interrogation. No intervention was performed, and the patient's status was unknown.